Event description:
Upon IV catheter insertion attempts, IV catheter tips frayed at ends causing harm to patient and increasing IV insertion attempts. This is being reported with multiple catheters from the same lot: 5097606.